Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that tampons came apart into pieces. Consumer removed pieces. Consumer sought medical attention for abdominal pain and fever. No diagnosis after medical exam and x-rays.